Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 262 mg/dl and their sensor glucose was 223 mg/dl. Customer also reported another incident where their blood glucose was 201 mg/dl and their sensor glucose was 43 mg/dl. Customer also stated their insulin pump had gone into threshold suspend mode. Customer was informed of the proper techniques for sensor insertion to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis (it mass update). Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed per spec due to high readings. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2014.